Event description:
It was reported that the patient's atrial lead triggered a warning for high impedance paces. It was noted on the chronic lead trend that there were two spikes of impedance at the same time spikes in capture threshold. There was no report of trauma or procedures during that time. All impedances measurements are within normal range at the time of the event. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. 121,951 high impedance paces post lead warning on atrial lead on (B)(4) 2011.

Event description:
(B)(4)